Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the proximal circumflex artery with 90% stenosis. Pre-dilatation of the lesion was performed using a 1.5x12 mm unspecified balloon catheter. A 3.0x38 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the stent was deployed and an edge dissection was noted. There was no interaction of devices. Another xience prime stent was used to successfully cover the dissection. No other device/procedure issues were noted. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was requested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the stent remains in the patient anatomy. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.